Event description:
Reference number (B)(4). Event occurred in the united states. Event occurred in the united states on 01-june-2024, it was reported by the patient that six infusions set tube was damaged within 4 hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).